Manufacturer narrative:
Evaluation of the returned smart coil revealed offset coil winds on the embolization coil and the distal end of the embolization coil was knotted. If the introducer sheath is not aligned properly within the hub of a parent microcatheter, the embolization coil may begin to take shape within the hub and resistance may be experienced during advancement. Forceful advancement against this resistance may have contributed to the offset coil winds and the coil becoming knotted. During functional testing, the embolization coil was unknotted, and the smart coil was re-sheathed. Subsequently, resistance was experienced while attempted to advance the smart coil within the introducer sheath due to the offset coil winds, and the smart coil could not advance at all. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Please note that the following sections were incorrectly reported on the initial MFR report and are being corrected on this follow-up #02 MFR report.. 1. Section e. Box 1. Title. 2. Section e. Box 3. Occupation/other occupation. 3. Section e. Box 3. Other occupation (description).

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the middle cerebral artery (mca) using penumbra smart coils (smart coils), a non-penumbra microcatheter, and a guidewire. During the procedure, while attempting to advance a smart coil into the microcatheter, the smart coil advanced approximately one mm out of its introducer sheath and would not advance any further. Subsequently, the physician attempted to re-sheath the smart coil; however, the smart coil became stuck within its introducer sheath. Therefore, the smart coil was removed. The procedure was completed using a new smart coil and the same microcatheter. There was no report of an adverse effect to the patient.